Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported since a few months ago, a white line has appeared across the display of the meter. Patient stated she cannot read all of the data on the display. No adverse event reported. Requested alleged meter for evaluation.